Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl despite a bolus of 8 units while wearing the pod between 36 and 48 hours. The pod leaking insulin during wear was also reported. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. Ketones were checked and none were found to be present. As treatment, a bolus was administered.